Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The complaint and the report will be related to the right ventricular lead.

Event description:
It was reported that the patient called and suggested that a lead had perforated the heart. The patient mentioned that additional surgery was needed to fix the issue. At this time, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. The complaint and the report will be related to the right ventricular lead.

Event description:
It was reported that the patient called and suggested that a lead had perforated the heart. The complaint will be related to the right ventricular lead. At this time, the lead remains in service. No additional adverse patient effects were reported.